Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited a syncope episode while hunting. Later on, the ICD was having difficulty completing a remote interrogation. It was reported that yellow collecting waves were seen on the remote communicator. Troubleshooting efforts were performed and eventually the interrogation was successful. Technical services (ts) recommended to follow up with the physician. This product remains in-service. No adverse patient effects were reported.